Event description:
I would like to make a formal complaint as follows: I have a total left hip replacement (B)(6) 2008 and a total right hip replacement (B)(6) 2009. Both hips were replaced with the zimmer trilogy acetabular system, zimmer m/l taper hip prosthesis with longevity crosslinked polyethylene. The shell was the cluster holes porous 58 mm o.d. These hips have never healed correctly causing me to be in pain 24 hours a day. The swelling and pain has made it impossible to live a normal life and I have had to file for disability. I now have developed hernias on both the left and right groin area and the doctors think it is a direct cause of these replacements. I have had MRI's, x-rays and nothing has shown up to be wrong. I am a (B)(6) man and now my life has been destroyed after having these replacements. I had very little pain on the left side and no pain on the right side prior to these replacements. I was diagnosed with avn in 2008 and this is why they were replaced. I have searched and can't find any answers on these replacements. I know that the zimmer durom cup has been recalled and do not understand why mine has not been. After looking over the internet I can see that many people are having the same issues with the zimmer trilogy and nothing is being done by the FDA. Please help so we can get relief from zimmer as this pain is not going away and no one should have to live like this. Thank you.